Event description:
The customer and family member called to report that the customer was hospitalized for low bgs. Troubleshooting was performed. The programming on the pump was correct. The lead screw test passed. It was stated that the customer admitted that they over bolused for low bgs. The customer would reivew with the dr their insulin calculations for meals.